Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was received for evaluation. Since the exact lot numbers of the involved articles are not known, the complaint could not be fully analyzed. We can only confirm that these implants are manufactured in compliance with the ao, asif specification and with the international standard. The exact cause of failure could not be determined.

Event description:
It was reported that there was coldwelding of the plate and screws. This is report 1 of 3 for file (B)(4).